Manufacturer narrative:
(B)(4).

Event description:
The customer owned device was previously returned to pentax medical from a customer on 06-oct-2020 and inspection of the unit was performed under service order (B)(4) where the quality control inspector documented the following codes on 08-oct-2020: distal cap - fixed type failed epoxy seal integrity inspection, umbilical cable single buckled under pve root brace, distal tip annual maintenance, passed dry leak test, distal cap/ case cracked, passed wet leak test, light carrying bundle distal cover glass middle scratched, hole in # 2 remote control button cover, and operation channel- primary mild resistance. The duodenoscope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with the following parts, and returned to the user upon completion: o-rings and seals, distal case/cap, o-ring(0.5x1.3) imp-1, distal case/cap. This is the first time pentax model ed-3490tk, serial number (B)(4) has been returned for service at a pentax medical facility since the device was put into service on (B)(6) 2016. The video duodenoscope was delivered to the customer on (B)(6) 2019 under delivery order (B)(4).